Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high voltage lead impedance alert was shown on the ICD due to the impedance value reaching the maximum in range value. The values have since lowered and are still within range. The patient will continue to be monitored by follow-up and is in stable condition.